Event description:
01/2004 - ICD clinic check revealed progressive increase in pacing lead impedance and in pacing threshold. About two weeks later - transvenous lead extraction and generator removal with upgrade to dual chamber ICD system, including ventricular and atrial lead.